Manufacturer narrative:
(B) (4): the extension has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt had no stimulation. An impedance check showed >4,000 ohms. An x-ray was done. The extension was broken. The extension was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.